Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pocket was "falling apart" and the device would drop under their arm even when sutured to the tissue. This caused the right ventricular lead to pull back and dislodge. The device and lead were repositioned. The device remains in use. Ten days later, the right ventricular lead impedance increased and was high. The threshold also increased and was high. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.